Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as the following MFR numbers: 2249697-2010-00955, 00956, 00957, 00958, 00959, 00960, 00961, 00962, 00964, 00965, 00966, 00967, 00968, 00969, 00970, 00971, 00972, 00973, 00974, 00975, 00976, 00977 and 00978.

Event description:
The kit man from stryker, (B)(4), reported the following event: on return of the kit, the trial augments mentioned below were cracked.